Event description:
OEM manufacturer reported a patient developed an infection and is receiving treatment after dbs surgical procedure. An hcp reported to the manufacturer, the infection was bilateral and started from the site of entry to the tip of the electrodes. The hcp stated the infection may have been due to the microelectrode, guidetube or the deep brain surgery itself. The physician uses a reusable cannula (guidetube) that is cleaned and sterilized through an internal sterile processing system. The hcp stated the physician and hospital safety departments were investigating internal processing of reusable devices. The hcp reported the patient was improving and continued to be treated for the infection. The patient had the dbs implant in 2007. Additional information has been requested by medtronic from the health care professional regarding the reported event. A supplemental MDR follow-up report will be sent to FDA if additional information is received.